Manufacturer narrative:
(B)(4). Medwatch report - mw5078990.

Event description:
According to the medwatch "catheter tip broke off during placement of an arterial line, causing a retained foreign body that required surgical removal. During placement of the catheter, resistance was felt when catheter was being pushed forward. When the catheter was pulled back, resistance was felt again, so the device was removed. During removal of device, a release of tension was felt. Upon inspection, it was noted that the tip of the catheter was not attached. Surgeon was notified for the removal of the catheter tip". It is reported there was a serious injury however, there is no specific information reflecting a serious injury. No other information has been provided, including customer contact information. If contact information is provided the customer will be contacted for additional information.

Event description:
According to the medwatch "catheter tip broke off during placement of an arterial line, causing a retained foreign body that required surgical removal. During placement of the catheter, resistance was felt when catheter was being pushed forward. When the catheter was pulled back, resistance was felt again, so the device was removed. During removal of device, a release of tension was felt. Upon inspection, it was noted that the tip of the catheter was not attached. Surgeon was notified for the removal of the catheter tip". It is reported there was a serious injury however, there is no specific information reflecting a serious injury. No other information has been provided, including customer contact information. If contact information is provided the customer will be contacted for additional information.

Manufacturer narrative:
(B)(4). Medwatch report - mw5078990. Complaint verification testing could not be performed as a sample was not returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.